Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) died prematurely 8 months after implant. The implantable neurostimulator (ins) was replaced with a rechargeable device. Further follow-up is being conducted to determine the circumstances that led to the ins dying 8 months after implant. If additional information is received, a follow-up report will be sent.